Event description:
It was reported that the user experienced hyperglycemia while using the ilet on day three, with blood glucose reportedly over 400 mg/dl for most of the day, and no alerts or alarms occurred; the user changed the cartridge, luer connector, and tubing earlier, then performed a guided site change to a teflon inset with insulin delivery resuming and glucose trending down. Symptoms included feeling unwell. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included telephone troubleshooting and user education. Investigation of this case revealed no device alarms and an unclear cause of the hyperglycemia. It was concluded that the event involved hyperglycemia with undetermined cause following infusion set replacement, with glucose decreasing after the site change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.